Manufacturer narrative:
The reported event of ¿after several attempt due to patient anatomy it got damaged and had to take a fresh lead¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead implant. During procedure, it was noted that the rv lead became damaged. The rv lead was not implanted, and another rv lead was implanted successfully on (B)(6) 2025. The patient was stable.